Event description:
During follow-up, increased capture threshold and noise resulting in oversensing and antitachycardia pacing (atp) was observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.